Manufacturer narrative:
(B)(4). The device was evaluated by baxter and the alleged flow rate test failure could not be reproduced or confirmed. The pump passed flow rate test per the spectrum service manual and met spec for this symptom.

Event description:
It was reported that a spectrum pump failed a preventative maintenance flow rate test. The device delivered 30ml when it was programmed to deliver 40ml. The rate at which the pump was set to deliver fluid was 200ml/hr. It was also reported that there was no pt injury.